Event description:
The pt reported the insulin cartridges are leaky. A company representative met with the pt and determined there was no handling error. No physiological effect were reported. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridges were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.